Event description:
It was reported that an alert was received in the remote home monitoring system for right atrial automatic threshold (raat) test suspension in the cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed stored device data and determined the raat failed to measure the threshold due to the presence of an atrial arrhythmia. Review of the presenting electrogram (egm) showed intermittent loss of capture (loc) on this left ventricular (lv) lead. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the loss of capture is a known inherent risk with use of this product.